Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not dispensing the insulin out and did not received alarm associated with it. The customer's blood glucose value was 360 mg/dl at the time of incident. The customer was assisted with troubleshooting. The device will not be returned and reservoir will not be returned for analysis.